Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "(B)(6) a biomed stated that their sapphire plus pump sn (B)(4) software version r13v1 does not charge. It was sent to their department with a note pump does not charge. He did tried the attached power cord of this pump to charge other pump and yes it charged. He also mentioned that there is no physical damage to the power socket of the pump and this pump was used prior to this event. They were using it to the patient when the pump has a message low battery 30 minutes operation last. No human harm and there was a delay in therapy. Send the replacement to the address above ship attention to (B)(6)&#63490;biomed. He also requested for a shipping label. No other information provided. Delay in therapy: yes. Need for medical intervention: no. Patient involvement: yes. Human harm: no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: pump does not charge.